Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The two additional promus stents referenced are being filed under separate medwatch reports. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Myocardial infarction and pain are listed in the electronic promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient has six implanted stents (three promus 3.5x8 stents implanted in the mid right coronary artery on (B)(6) 2010, two unspecified stents implanted in the left anterior descending artery, and 1 unspecified stent in an unspecified artery). The last unspecified stent was implanted on (B)(6) 2013. The patient had magnetic resonance imaging (MRI) on an unspecified date. During the MRI, the patient's chest became extremely hot. The patient's pulse slowed to 52. After the MRI was complete, the burning sensation stopped with the application of ice. The patient fears that the stents may have burned, melted, collapsed or warped. The patient reports left side soreness and numbness, dizziness, chest soreness and generally not feeling well. The patient hopes that a small heart attack did not occur. The patients blood pressure and pulse are currently normal. Five of the six stents are drug-eluting. The patient is concerned that the technicians and doctors ignored safety guidelines when performing the MRI. No additional information was provided.